Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 34 mg/dl. The customer was treated with coke. Customer has experiencing low blood glucose for a couple of months and gradually getting worse. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 308 mg/dl. Customer was advised that pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.